Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Foreign body in throat [foreign body in throat] dyspnoea [dyspnoea]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a (B)(6) female patient who received double salt dental adhesive cream (new poligrip sg) cream for denture wearer. Concurrent medical conditions included denture wearer. On (B)(6) 2021, the patient started new poligrip sg. On (B)(6) 2021, less than a day after starting new poligrip sg, the patient experienced foreign body in throat (serious criteria gsk medically significant) and dyspnoea. On (B)(6) 2021, the outcome of the foreign body in throat and dyspnoea were recovered/resolved. It was unknown if the reporter considered the foreign body in throat and dyspnoea to be related to new poligrip sg. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course] on (B)(6) 2021, the patient used it by spreading it on the lower denture. After a while, it spread in the mouth and flowed to the upper jaw and throat, making it difficult to remove (serious criteria gsk medically significant) and unable to breathe (seriousness: non-serious). She thought she was going to die. She desperately removed it and calmed down a little.